Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was reported to be high due to the malfunction suspending insulin and was corrected using a manual injection. Reportedly, the customer had an alternate pump available for insulin therapy.